Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 laser fiber was opened for use in a transurethral lithotripsy procedure performed on an unknown date. According to the complainant, during preparation and outside the patient, the laser fiber was bent from the base when the physician attempted to use the fiber after unpacking. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 laser fiber was opened for use in a transurethral lithotripsy procedure performed on an unknown date. According to the complainant, during preparation and outside the patient, the laser fiber was bent from the base when the physician attempted to use the fiber after unpacking. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event.

Manufacturer narrative:
One flexiva 200 laser fiber was received for evaluation. Visual analysis revealed that the fiber was returned broken into two pieces. The first piece measured approximately 16.5 cm from the top of the connector to the break. The second piece measured approximately 220 cm from the break and includes the entire distal tip. Approximately 74 cm was missing from the middle portion of the fiber and was not returned. The condition of the returned device confirms that the fiber is broken. Therefore, a review and analysis of all available information indicated that the root cause is supplier manufacturing execution error. The product likely failed to meet the specifications due to the manufacturing process at the supplier site, and there is an investigation in place to address this issue.